Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead showed slowly decreasing impedance over time, but there was also a large rise in thresholds. The ventricular lead remains in use. No patient complications have been reported as a result of this event. It was further reported that ventricular lead was reprogrammed to unipolar. It was also reported that the atrial lead impedance was trending downward. The atrial lead was reprogrammed to unipolar and remains in use.

Event description:
It was reported that the lead showed slowly decreasing impedance over time, but there was also a large rise in thresholds. The lead remains in use. No patient complications have been reported as a result of this event.